Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Medical device expiry date: 07/2021. Device pending return.

Event description:
It was reported that during an angioplasty procedure, the device was allegedly fractured off and the tip migrated into the right illiac artery. The patient status was unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 6s crosser cto recanalization catheter was returned for evaluation. It was noted the distal tip was detached from the outer catheter. Therefore, based on the findings the investigation is confirmed for reported detachment of the device issue as the distal tip of the device was noted to be detached form the outer catheter. A definitive root cause for the reported detachment issue could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure, the device was allegedly detached. The procedure was completed using another device. The patient status was unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 6s crosser cto recanalization catheter was returned for evaluation. It was noted the distal tip was detached from the outer catheter. Therefore, based on the findings the investigation is confirmed for reported detachment of the device issue as the distal tip of the device was noted to be detached form the outer catheter. A definitive root cause for the reported detachment issue could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Expiry date: 07/2021. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure, the tip of the recanalization catheter allegedly detached and migrated into the right internal iliac artery. The procedure was completed using another device. The detached segment remains in the patient. The current patient status is unknown.